Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to the patient developing bacteremia and sepsis. Device detections and therapies were disabled prior to explant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.